Manufacturer narrative:
Literature citation: ichigen kasai, hisashi yoshimoto. "Treatment outcomes of balloon kyphoplasty (bkp) procedure for osteoporotic vertebral fractures". The mean age was 78.2 years (64 to 98 years). Six male patients and 39 female patients. Date of event is unknown.(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by abstract that 45 patients underwent a balloon kyphoplasty procedure (bkp) to treat osteoporotic vertebral fractures were followed for at least 3 months. The surgery was performed under general anesthesia in a prone position, the mean operative duration was 35.8 minutes (25 to 54 minutes), and the treated levels for patients included t10, t11, t12, l1, l2, l3, and l4. Two c-arms were used concurrently for intraoperative fluoroscopy. According to the abstract, "intervertebral cleft was observed in 44 vertebrae". The mean cement (pmma) dosage was 3.8g (1.8 to 6.9g), and cement leakage was observed in 5 patients, all of which were leakage into the disc. No further information is reported.